Event description:
The customer reported that during use in a bankart repair, the tap broke and embedded in the pt's glenoid. The broken portion of the tap was not retreived. At this time, there is no info on the pt's condition.

Manufacturer narrative:
To date, the product has not been returned to the MFR for investigation. Upon return of the product an investigation will be completed and a follow-up report will be sent.